Event description:
It was reported that after exchange of the current servo the expiratory valve was not working. There was no pt involvement. (B)(4).

Manufacturer narrative:
Parts have been requested back for investigation. A supplemental medwatch will be provided after investigation is finished.